Event description:
Additional information was received that surgery occurred on (B)(6) 2020 to address the issue. During surgery, one extension was found to be fractured. Further surgical intervention may occur to address the issue. It is unknown which extension is related to the issue so both extensions are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2020-32027. 1627487-2020-32028. 1627487-2020-32029. 1627487-2020-32030. 1627487-2020-32033. 1627487-2020-32034. It was reported that patient experienced ineffective therapy on the left side. Diagnostic testing revealed high impedance. Reprogramming did not resolve the issue. Surgery may occur to address the issue. Which devices are related to the issue is unknown, so all suspected devices are being reported.